Manufacturer narrative:
Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent. No damage noted to device packaging and no issues noted removing the device form the hoop/tray. The device was inspected with no issue noted. Negative prep was not performed. The lesion was pre-dilated. During the procedure, it was reported that some resistance was noted and the stent was withdrawn prior to positioning and it was noted that a stent strut was lifted. No patient injury reported. Procedure was completed with another device.

Manufacturer narrative:
The device was returned for analysis. Kinks were evident on the hypotube and distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation visible to the 6th distal stent wrap with misaligned and raised struts. There was damage to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.